Manufacturer narrative:
E.1. Initial reporter phone #:(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd eclipse¿ needle the safety shield is unable to attach. The following was recived by the initial reporter: verbatim: customer states the needle bends when trying to attach safety shield, sometimes unable to attach the safely shield. Customer using this needle with a bbraun syringe to take blood in phlebotomy.

Manufacturer narrative:
E.1. Initial reporter phone #:(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd eclipse¿ needle the safety shield is unable to attach. The following was recived by the initial reporter: verbatim: customer states the needle bends when trying to attach safety shield, sometimes unable to attach the safely shield. Customer using this needle with a bbraun syringe to take blood in phlebotomy.

Event description:
It was reported that while using the bd eclipse¿ needle the safety shield is unable to attach. The following was recived by the initial reporter: verbatim: customer states the needle bends when trying to attach safety shield, sometimes unable to attach the safely shield customer using this needle with a bbraun syringe to take blood in phlebotomy.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 305892 and lot number 2202008. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. One (1) picture was provided; however, the picture shows the needle product inside of the blister packaging and therefore, no non-conformance could be observed. Twenty (20) retained samples of the reported lot number were obtained from the manufacturing facility for evaluation by our quality team. Through examination of the samples, no defects were identified with the safety mechanisms and it was possible to activate them following the instructions for use. Based on the investigation results, an exact cause could not be determined for this incident.